Event description:
It was reported to the distributor that a patient underwent an unknown procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of pre-procedural femoral angiogram to assess suitability of closure. Following the procedure, the physician who is reportedly in training to the mynx procedure, used the device to close the access site. It was reported that after the physician shuttled down, he retracted the sheath to expose the advancer tube. However, the advancer tube did not engage and the sealant was unable to be deployed. No further information was provided.

Manufacturer narrative:
Visual inspection of the device showed that the shuttle was engaged to the handle with the sealant and advancer tube in manufacturing position. Shuttle down procedure was simulated and the advancer tube locked as intended. Based on the provided information and the investigation performed, the probable cause for the reported failure to deploy is incomplete engagement of the advancer tube. The review of the lhr (lot f1035121) indicated that the mynx device met all established performance criteria prior to shipment.